Manufacturer narrative:
The field service specialist (fss) visited customer site to inspect the unit. Fss found no problem with the system. The psi (pressure) for vitrectomy was around 26 psi, which fss bumped it up to 26.55 psi. The unit passed the functional tests and it was found to meet the required specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that the vitrectomy is not working on the whitestar signature system. Customer tried multiple handpieces and did not wish to do any further troubleshooting. When they try to activate the vitrectomy function on the console, it would not go into vitrectomy mode. It was reported that when the issue occurred, they had one patient/one (1) eye involved during a cases on (B)(6) 2017, which they finished the case with another system they had. The case was delayed to swap out the system.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.